Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located in storage at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the account installed the wrong casters on the stretcher. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the casters, hex rod and locking screws to resolve the issue. Based on this info, no further action is required.